Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the therapy and stimulation was turning off by itself when it should be on. No trauma/falls were reported that could be related to the issue. During these events, the patient confirmed the ins status with the patient programmer correctly, and currently their device was showing stimulation was on, the patient programmer battery was full, and they were at 4.7v on program 2. The patient had a return of symptoms and had no bladder control. Button use and to avoid pressing stimulation off when syncing with the device was reviewed with the patient. The patient was redirected to their healthcare provider (hcp) for additional troubleshooting. It was noted the patient was thinking about taking out the ins because they were so frustrated. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.